Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to difficulty with inflation and deflation. The patient stated the pump is very hard, the device remains only partially inflated, and a buzzing sound is heard when attempting to deflate. Attempts to manually assist fluid movement and reposition the penis to relieve a possible kink were unsuccessful. The ipp is currently implanted and the appointment for the revision is already schedule. There is no additional information reported.